Event description:
The company received information suggesting that the balloon cuff did not inflate during the utilization and that it was split. The customer reported that the patient was reintubated and that there was no patient injury. The customer reported that the device was tested prior to utilization.